Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that they had blank display. The customer blood glucose level was 347 mg/dl at time of incident. It was reported that the dad¿s pump had completely stopped working woke up and it was total blank. The troubleshooting was advised that the customer to insert the new battery. Customer stated that the display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device was monitored and no blank display anomalies were noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).